Manufacturer narrative:
The bulkhead was returned to the manufacturer. Functional testing found that when the component was properly seated in the I/o, it had no issues and performed within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The bulkhead was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that bulkhead connector was pushed in and angled. A representative re-oriented the bulkhead but it would not communicate with the imaging system. The site used a different medtronic navigation system for the procedure. This event occurred pre-op.